Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate electric shock. Technical services (ts) reviewed device episode data and found that the shock was caused by double-counting of a wide morphology ventricular tachycardia (vt). As troubleshooting, device reprogramming to secondary vector was recommended. The patient noted to be feeling jittery. The device was reprogrammed in clinic to the secondary vector. No additional adverse patient effects were reported. Currently, this electrode remains in service. According to additional information, there was an episode on this s-ICD system where there was t-wave oversensing of muscle noise/movement. Ts provided reprogramming suggestions. No adverse patient effects were reported. Currently, this s-ICD system remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate electric shock. Technical services (ts) reviewed device episode data and found that the shock was caused by double-counting of a wide morphology ventricular tachycardia (vt). As troubleshooting, device reprogramming to secondary vector was recommended. The patient noted to be feeling jittery. The device was reprogrammed in clinic to the secondary vector. No additional adverse patient effects were reported. Currently, this electrode remains in service.